Event description:
It was reported the gastrointestinal videoscope had scope error e237. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in air/water nozzle and scope communication error e238 occurred. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction scope error e237, and the malfunction found during device evaluation, scope communication error e238 is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding the foreign material in the air/water nozzle, the identity of the foreign material and a definitive root cause could not be determined. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.